Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09575. It was reported that loss of capture at high output and possible lead dislodgement were observed on the right atrial (ra) and right ventricular (rv) leads. The ra lead was repositioned. The rv lead was explanted and replaced. The patient's condition was stable.